Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment of no communication using the provided head, the head passed functional and bench testing though it was noted that its label was delaminated and the label was therefore replaced. (B)(4).

Event description:
It was reported that the connector from the fire wall to the programming wand cord had a faulty connection and the programmer would not communicate through the programming head. The programmer was returned for repair. No patient complications have been reported as a result of this event.